Manufacturer narrative:
The reported event for ipg communication issue was confirmed by review of the ipg logs but could not be duplicated during analysis. A review of the ipg diagnostic logs revealed that the last successful session with an external device, such as a cp or pc, occurred on 8-april-2024. Despite multiple ipg ble bonding states on multiple days, there was no communication with a cp or pc after 8-april-2024. The cause of the communication issue was not ascertained. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The ipg was able to communicate normally with both a clinician programmer (cp) and a patient controller (pc) during analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. A manufacturer representative met with the patient and was unable to connect the ipg to external devices. As such, the ipg was deemed inoperable. Intervention is pending to address the issue.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.